Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 115 mg/dl. System check with tandem technical support indicated that the blockage was likely located at the site; however, customer declined to remove site for observation. A supply change was performed resolving the occlusion.